Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument had little to no power. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: in this case, no harm was done to the patient. There was no thermal damage to the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and during visual inspection, the instrument was found to have severe charring and localized melting on the bipolar yaw pulley, between the grips. The instrument passed the electrical continuity test.